Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360 curved needle delivery system did not deploy t2 anchor. T1 anchor had been already deployed through the meniscus, but it is unknown whether was left unsupported in the joint or removed from the patient. A back-up device was used to complete the procedure after a non-significant surgical delay. The patient was not injured.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿system did not deploy t2 anchor¿. T1 and t2 were returned attached to cut suture but freed from the delivery needle. T1 was ¿v¿ shaped which occurs with having been pulled back through tissue post anchor. The depth limiter was attached. The delivery curve was distorted. The needle was bent toward the right and was twisted at the distal end. The device still cycled and actuated despite the needle damage. The symptoms align with difficulty reaching intended anchoring location. The complaint was confirmed. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.